Event description:
Caller states pt reportedly received the following results on the inform system after being treated with milk and yogurt: 28 mg/dl (0139), 49 mg/dl (0148_.22 mg/dl(0158), 114 mg/dl (0200), 47 mg/dl (0203), 74 mg/dl (0205), 15 mg/dl (0211), 15 mg/dl (0215), 23 mg/dl (0220), 28 mg/dl (0227), 41 mg/dl (0231), 50 mg/dl (0235), and 51 mg/dl (0239). Low blood glucose symptoms were reported with these results. Pt was also treated with an injection of glucagon when result of 15 mg/dl was obtained. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.